Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that spear for 2.8 mm fastak, ar-1949, was being used in a bankhart repair. During use, when the surgeon drilled into the glenoid, pieces of metal were generated and fell into the patient's body. The surgeon cleaned inside of the joint, but could not confirm whether all the metal pieces were removed. Ar-1250ft was also used when drilling. The surgery was completed by using new products of same part no.

Manufacturer narrative:
Complaint confirmed. Circumferential abrasion marks were observed on the ID surface of the spear, near the distal end. However, no burrs or metal pieces were found. The inner diameters of the spear were found to meet specifications. The returned obturator were found to meet specifications and were free of abrasion damage. They fit within the spear without difficulty or grinding. The cause of the event is undetermined, but a likely cause is prying/leveraging the device during use.